Event description:
Ous MDR - after an implantation time of about 46 months, artifacts in the v channel were reported during the follow-up, which lead to inhibition. The patient reported being dizzy. The system was explanted, but not date of explant was provided.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
During the analysis of the setrox s 60, it was noted that the insulation of the lead body had been damaged by fraying. This damage manifestation can with high probability be regarded the cause for the clinical observation. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical stress on the lead in the area of the valve plane. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body are not available for analysis. There were no indications of material defects or manufacturing errors for either the leads or the pacemaker.